Event description:
Information received from the (B)(4) clinical database. Treatment of a right unruptured fusiform ica (internal carotid artery) sidewall aneurysm measuring 32mm. It was reported that the patient underwent pipeline embolization treatment on (B)(6) 2011 involving eleven pipelines and then had two more pipelines implanted on (B)(6) 2011 for additional coverage. Approximately five months after the procedure, the patient had an increase in pre-procedure symptoms. An angiogram in (B)(6) 2012 revealed persistent filling in two places; therefore, plavix was discontinued and asa (acetylsalicylic acid) remained the same. Another angiogram was performed in (B)(6) 2012 due to the same increasing symptoms and it showed a thrombosis of the right ica (internal carotid artery) without a stroke. It was reported that the patient's issues resolved on (B)(6) 2012.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation as they were implanted in the patient.the other devices involved in the event are as follows:model: fa-71375-35 / lot: not reported / dom: n/a / exp: n/amodel: fa-71375-30 / lot: not reported / dom: n/a / exp: n/amodel: fa-71375-25 / lot: not reported / dom: n/a / exp: n/amodel: fa-71400-35 / lot: not reported / dom: n/a / exp: n/amodel: fa-71425-30 / lot: not reported / dom: n/a / exp: n/amodel: fa-71425-25 / lot: not reported / dom: n/a / exp: n/amodel: fa-77425-20 / lot: not reported / dom: n/a / exp: n/a (qty 2)model: fa-71450-35 / lot: not reported / dom: n/a / exp: n/a (qty 2)model: fa-71400-30 / lot: not reported / dom: n/a / exp: n/amodel: fa-71450-25 / lot: not reported / dom: n/a / exp: n/amodel: fa-71475-35 / lot: not reported / dom: n/a / exp: n/a(B)(4).

Manufacturer narrative:
(B)(4).